Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she is going to the hospital due to high blood glucose. Customer blood glucose reading was 331 mg/dl. Customer stated that she is brittle diabetic and have high blood glucose twice a week. Nothing further was reported.